Event description:
Dexcom was made aware on 02/11/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, the patient experienced pain at the insertion site and decided to remove the sensor. Upon sensor removal, there was redness, pimples (bump), and an infection under the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. On the same day at 6:00 pm, the patient consulted a physician who prescribed an oral antibiotic medication (doxycycline, unspecified dosage) for the infection. At the time of the report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).